Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2007149, medical device expiration date: 31-dec-2026, device manufacture date: 07-jan-2022. Medical device lot #: 2007149, medical device expiration date: 31-oct-2026, device manufacture date: 23-nov-2021. Medical device lot #: 1302979, medical device expiration date: 30-nov-2026, device manufacture date: 29-nov-2021. Medical device lot #: 1239306, medical device expiration date: 30-nov-2026, device manufacture date: 29-nov-2021. Medical device lot #: 1333404, medical device expiration date: 30-nov-2026, device manufacture date: 29-nov-2021. Medical device lot #: 1327251, medical device expiration date: 31-nov-2026, device manufacture date: 23-nov-2021.

Event description:
It was reported that 42 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: that multiple lots of same material number returned for needle clogged/blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-sep-2022 h6: investigation summary two hundred and fifty samples from lot numbers 1230306, 1302979, 1327251 and 1333404 were provided to our quality team for investigation. No samples were returned from lot number 2007149. Eighty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. A device history record review was completed for provided lot numbers 1230306, 1302979, 1327251 and 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of lot 1333404. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect.

Event description:
It was reported that 42 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: that multiple lots of same material number returned for needle clogged/blocked.